Manufacturer narrative:
Corrective information has been provided by the customer. The following information has been updated: b.5. Describe event or problem: it was reported when using the unspecified bd vacutainer blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the np sleeve pushes the tube out of the holder, pops the tube out if not held down." D.1. Medical device brand name: unspecified bd vacutainer blood collection tube. D.2. Medical device catalog#: unknown. D.2. Medical device type: na. D.2. Medical device lot#: unknown. D.3. Medical device manufacturer: becton dickinson. D.4. Medical device expiration date: unknown. D.5. Unique identifier (UDI) #: unknown. G.2. Manufacturing location: becton dickinson. H.4. Device manufacture date: unknown. H.10 manufacturer narrative: unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd vacutainer blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the np sleeve pushes the tube out of the holder, pops the tube out if not held down."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the np sleeve pushes the tube out of the holder, pops the tube out if not held down."